Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure, two guide wires were placed down the pt's obtuse marginal branches. Dual balloon angioplasty was then performed at the bifurcation. After dilation, the balloons were removed and one of the wires was pulled back. The cardiologist noticed that the distal tip of the guide wire remained in the distal vessel. A snare was then used to successfully retrieve the tip portion. No other information was reported. No pt injury was reported.